Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and a stripped battery cap coin slot. The insulin pump had a black shadow on the display due to a warped and uneven component on the liquid crystal display board. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump was damaged at the battery cap due to struggling to open the battery cap. The battery cap threads were stripped. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.